Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 28.0 diopter intraocular lens was explanted due to mechanical failure. The nature of the mechanical failure was not provided. The lens was cut in half and removed. Incision was enlarged to 4mm. However there was no vitrectomy or patient injury reported for this event.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records for this production order were reviewed and the documentation shows that the device was manufactured according to specifications. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.